Manufacturer narrative:
The customer reported that 3 monitors shutdown while in patient use and when they booted back up, they displayed an error. Rooms 1 (sn (B)(6)), 6 (sn (B)(6)), and 7 (sn (B)(6)) in the asu department. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above; there was no reply. Attempt # 2: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. The following fields are not available (n/a) to this report: h4 device manufacturer date.

Event description:
The customer reported that 3 monitors shutdown while in patient use and when they booted back up, they displayed an error. Rooms 1 (sn (B)(6)), 6 (sn (B)(6)), and 7 (sn (B)(6)) in the (B)(6) department. There was no patient injury reported.